Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected battery power loss. Customer¿s blood glucose level was 130 mg/dl. The customer had changed batteries more than usual and the pump just died. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address, serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads.